Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of issues with customer's low blood glucose levels. The customer's blood glucose level at the time of incident was 69mg/dl. The customer's level had been as low as 47mg/dl. The customer states they treated with orange juice and food. The mother states it is possible the customer ate late or administered too much insulin. The mother states they would be uploading the pump as soon as the customer arrived at their home. No further assistance provided at this time.